Event description:
It was reported the patient received the following results within 15 minutes: 6:14 pm reading of 273 mg/dl, 6:23 pm reading of 273 mg/dl 6:28 pm a reading of 137 mg/dl, 6:30 pm a reading of 238 mg/dl, 6:31 pm a reading of 131 mg/dl, 6:38 pm a reading of 239 mg/dl, 7:00 pm a reading of 113 mg/dl.